Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient reported stimulation in the wrong location, painful stimulation, and uncomfortable stimulation. Patient called in stating that they had been putting on hosiery when they felt a number of sharp pains and stimulation down the right side of the buttocks into the thigh. Patient described the feeling as "a piece of metal was loose." Patient said the stimulation down the right side of the buttocks into the thigh occurred intermittently for a couple of hours and then went away. Patient believes that it might have been related to the tight hosiery squeezing the implanted system. Patient confirmed that the stimulation feels the same now as it did before the issue occurred. Patient synced with the ins and verified that all settings were the same as before.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.